Event description:
Procedure: unk. Reportedly, before the procedure the scrub nurse tested the device and it desufflated through the insufflation port. Therefore, that trocar was not used and a new trocar was used without problem.